Event description:
It was reported that the patient had her ins replaced on (B)(6) 2013 and it was noted that it appeared everything was fine. It was reported that the patient had been at 6.3v with her previous implant and it worked wonderful. She was sent home from the recent procedure on program number 2 at about 2.0v, they had worked their way up a bit but it was painful and would only kind of work here and there. The patient switched to program 3 at 3.6v and was still going up in terms of voltage. It was also reported that when the patient pulled the plug from the toaster, she thought she was shocked by the device. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID: 3037 lot# serial# (B)(4), product type programmer, patient product ID: 3889-28 lot# v514033, implanted: 2010 (B)(6), product type lead. (B)(4).

Event description:
Additional information received reported the patient never reported this issue to her healthcare professional thus no additional information was available.